Event description:
Customer stated that he has been hospitalized twice in the past six months due to kinked cannulas preventing his insulin delivery. Customer also reported experiencing an average difference of 30 to 50 points between his blood glucose and sensor glucose values. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.